Event description:
It was reported that a swan-ganz catheter and two intro-flex introducers were used during a mitral annuloplasty. The blood pressure suddenly dropped to around 30mmhg when the chest was closed after the procedure. It was then found by echocardiography that pool of air was in the right atrium and right ventricular. The hemodynamics became stable through medication and there were no patient complications observed. It was unknown if the event was device related.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. The lot number was not provided; therefore, a device history record review could not be performed. The complaint could not be confirmed. Without the return of the product it is not possible to determine if any damages or defects existed on the introducer. The introduction of air is a well known potential complication of all intravenous cannulation. No actions will be taken at this time. (B)(4)